Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 8.9 mmol/l on the compact plus gt system (system 1) and 4.8 mmol/l on the mobile system (system 2). On a separate occasion 9.6 mmol/l on the compact plus gt system (system 1) and 20.9 mmol/l on the mobile system (system 2). Both set of results were obtained within 1 minute. No adverse event was reported. Requested return of the alleged strips and meter for evaluation.